Manufacturer narrative:
A ge service rep performed an onsite investigation. The milliampere filament duty cycle was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a low milliampere error message due to tube filament aging parameters mismatch, and there was no image on the screen. No pt injury was reported.